Event description:
Fracture of 2 locators. The fragments could not be removed, therefore explantation of 2 astra ev os implants.

Event description:
Fracture of 2 locators. The fragments could not be removed, therefore explantation of 2 astra ev os implants.